Manufacturer narrative:
The astral device was returned to a third-party service center. Evaluation confirmed the reported complaint. The external battery requires replacement to address the issue. Resmed reference#: (B)(4),

Event description:
It was reported to resmed that an astral device external battery displayed a battery error message. There was no patient involvement.